Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire. Based on the returned device, the reported break was unable to be confirmed as the returned guide wire did not have the same damage as the photo provided by the account. Based on the photo, the reported break and stretched coils were confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. Based on the photo provided by the account of the guide wire used in the procedure, the investigation determined the reported failure to advance and reported break appear to be related to case circumstances of the procedure. In this case, based on the reported information during advancement the guide wire encountered resistance with the heavily calcified, heavily tortuous anatomy resulting in the failure to advance. Further manipulation against resistance likely resulted in the reported break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous lesion in the femoral artery. A .035 h-t supra core guide wire (gw) was advanced towards the lesion with resistance met from the anatomy and could not reach the target site. The guide wire was removed, and it was noticed that the tip coils of the guide wire had become unraveled. Another same size guide wire was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.